Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was making a loud beeping noise for an undefined reason, there were no alerts or alarms associated with the beeping. Customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.